Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device started to run and a rare message popped up with red lines going diagonal and numbers running the opposite side- error. Nurse said there was no way of stopping it until she removed the batteries. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.